Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking y-site was confirmed; however, the root cause was not identified. The product returned for evaluation was two 20ga x 1¿ powerloc safety infusion sets with y-sites. The first sample (sample 1) was received without packaging. Usage residues were observed throughout sample 1. Usage residues were observed throughout the sample and the safety mechanism. A needleless injection cap was attached to the y-site luer adapter. A longitudinally aligned split was observed in the y-site luer. The split was opposite the gate and occurred along a molding knit line. The y-site was from mold cavity 12. Microscopic inspection of the split revealed a granular fracture surface. The split was confirmed to have propagated along a molding weld line. Multiple superficial stress cracks were observed throughout the y-site. The split propagated along a molding feature, suggesting that may have contributed; however, the abundant stress cracking was indicative of potentially harsh use conditions, which also likely contributed. The extent to which these disparate factors caused the break in the y-site could not be determined. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. The second sample appeared unused and unremarkable. No damage or leaks were observed during functional and microscopic examination. A lot history review (lhr) of asdwf014 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after the drug was infused in the port when flushing with saline the nurse observed a leak at the y site level.